Event description:
The device was used during laparoscopic tubal ligation. The seal on the device was found in the abdomen. The case was completed using this trocar. The seal was retrieved without any consequence to the pt.